Manufacturer narrative:
The devices were not returned to bd for evaluation. Medical records were returned for one of the malfunctions. One of the investigation is inconclusive for migration, filter tilt, detachment, and perforation. One investigation is still in progress. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced a migration, filter tilt, detachment, and perforation. This information was received from various sources. Both malfunctions involved a patient with no patient injury. One patient was (B)(6) years old. One was male and one was female. Patient weight was not provided.

Manufacturer narrative:
H10: the lot number for the one malfunction was provided and a lot history review was performed. The devices were not returned to bd for evaluation. One malfunction provided medical records and an image for evaluation. Perforation of the ivc and filter migration were confirmed for one investigation; however, filter limb detachments was not confirmed. The second investigation is inconclusive for migration, filter tilt, detachment, and perforation. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: g4, h6 device code (4001-patient device interaction problem). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced a migration, filter tilt, detachment, and perforation. This information was received from various sources. Both malfunctions involved a patient with no patient injury. One patient was 56 years old. One was male and one was female. Patient weight was not provided.

Manufacturer narrative:
H10: of the reported two malfunctions, lot number was provided for one malfunction; therefore, lot history review was performed. The devices for both malfunctions were not returned for evaluation; however, medical records were provided and reviewed for both malfunctions and images included for one malfunction. For one malfunction, the investigation is confirmed for perforation and migration. However, the investigation is inconclusive for detachment and unconfirmed for tilt. For remaining one malfunction, investigation is confirmed for detachment, additionally it was determined to have and also confirmed for difficult to remove (a150207). However, the investigation is inconclusive for tilt, perforation and migration. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration, filter tilt, detachment, and perforation. This information was received from various sources. Both malfunctions involved a patient with no patient injury. Of the two reported patients, one male patient was 56 years old and another patient was reported as female. Patient weight was not provided.